Event description:
Patient is a white female with history of neurofibromatosis amd patent ductus arteriosus who was undergoing attempted cpoil embolization of her patent ductus zrteriosus. During the course of her attempted embolization the coil became free in circulatioln and eventually became lodged in the right superficial femoral vein. An initial attempt was made by the pediatric cardiologist to cut down on the vein in order to better visualize where the coil was lodged and the 7 french catheter previously placed in the right femoral vein was removed.unfortunately hemostatsis of the area could not be adequately obtained without intensive removal of the coil therefore the patient requires emergent surgery to both control the bleeding from her right femoral vein and also to remove the embolization coil presently lodged in the right superficial femoral veindevice labeled for single use. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor. The device was destroyed/disposed of.